Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. Due to no device return, an investigation could not be performed.

Event description:
It was reported to gore that during a procedure for treatment of the external iliac and common iliac, the gore® viabahn® vbx balloon expandable endoprosthesis came detached from the balloon while inside the patient. Reportedly the physician was unable to cross the lesion of the common iliac and attempted to draw the device back into the sheath, at which point the device came detached from the balloon. It was reported that the device was able to be implanted at the second target site in the external iliac. Reportedly the procedure to treat the common iliac was completed using another gore® viabahn® vbx balloon expandable endoprosthesis. It was reported that there was no adverse patient outcome and the patient tolerated the procedure.

Manufacturer narrative:
Correction: this event was a product malfunction. Addition of investigation conclusion code 61. Product problem.